Event description:
It was reported to baxter (B)(4) that there was a flogard infusion pump where the "device did not work." This condition occurred in the emergency room. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of device "did not work" was not confirmed. However, quality engineering determined there was an insert slide clamp alarm and this was confirmed. The root cause was due to a defective slide clamp assembly. There were no repairs made and the device was returned unrepaired.